Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021 and (B)(6) 2021, the patient's infusion set's tubing detached/broken at site connector. At the time of the first event, his blood glucose level was between 100-200 mg/dl and the infusion set had been used for 24 hours. However, at the time of the second event, his blood glucose level was 230 mg/dl and the infusion set had been used for one and a half days. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.